Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 63 log entries between the 8th december 2006 and the last log entry on the (B)(6) 2015. During this period the longest log entry lasted 54 seconds duration. Investigation found no fault with the returned device. There were no 10 minute time outs recorded in the memory log however as the device memory became full on the (B)(6) 2015, no further data is available up to the complaint date of the (B)(6) 2016. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.